Manufacturer narrative:
As per follow up, the customer decided to use the parts of the unit and the unit has been put out of service. Therefore, no service intervention was carried. The side on which the error was displayed was the cardioplegia side. The cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods or to use another circuit of the device. Thus, temperature management on the cardioplegia side is not critical and any malfunction affecting temperature management on the cardioplegia side will unlikely cause any patient injury. Therefore, the event has been reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message meaning pump 1 will not start (does not take in enough power, e05) druing a procedure. There is no report of any patient injury.